Event description:
It was reported that during the implant attempt, after the connection of a new device, the right ventricular channel showed high impedance and short ventricular sensed intervals independent from intrinsic rhythm. The physician reconnected the device several times and cleaned the lead end. The connection looked proper and the lead end was visible in the connection block but the issue was not resolved. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). We received performance data collected from the device and have analyzed the data. The save to disk review found no anomalies. The device was returned and analyzed. No anomalies were found.